Manufacturer narrative:
Approximate age of device - 6 months, 10 days no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. Please review log files sent on patient am, implanted with a hm3 on (B)(6) 2019. Patient cardiac arrested last evening without a known source. Team does not suspect any issues with lvad but controller alarm review and device interrogation do not go back far enough into the past to see prior to cardiac arrest. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas could not be conclusively determined through this evaluation. Review of the submitted log file data confirmed low flow alarms; however, a specific cause cannot be conclusively determined through this evaluation. The controller event log file contained data on (B)(6) 2019 spanning from 04:49:02 to 11:17:56, per the timestamp. Low flow events were captured throughout the log file, beginning at 04:49:20. These events occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. A total of 23 low flow events persisted for 10 seconds or more, activating low flow alarms. The pump operated above the low speed limit while the fixed speed was set above the low speed limit, and the pump appeared to be operating as intended. It was reported that the patient went into cardiac arrest without a known source. The center did not suspect any device-related issues but stated that the controller alarm review/device interrogation do not go back far enough to see prior to the cardiac arrest. The patient remained ongoing on heartmate 3 lvas until they expired which was captured under MFR# 2916596-2019-05670. No additional information was reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a technical services representative reviewed the submitted log file and observed low flow events which occurred when pulsatility index (pi) was elevated. There did not appear to be any equipment issues causing the events and the low flow events appeared to be a patient related issue. It was also noted that the controller event log file only captured events on (B)(6) 2019 because the stored speed was set below the low speed limit for the majority of the log file causing it to be filled up with low speed advisory events.

Manufacturer narrative:
Description of event or problem: additional information. No further information was provided. The manufacturer is closing the file on this event.